Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 500 mg/dl at the time of incident. Customer treated for high blood glucose with manually. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer stated that they using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they possibly the insulin pump delivery issue that caused the high blood glucose will be treated manually. Customer not able to use the insulin pump because of insulin flow block. Customer states the insulin did not exit. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.